Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the closed tube aliquoter (cta) of a unicel dxc 600i synchron access clinical system was giving reaction vessel (rv) transfer errors and had dropped multiple rvs. The customer stated that the wash station did not seem to be draining properly and 20 ml of buffer had overflowed. Patient results were not affected and there was no change in patient treatment associated with this event. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Beckman coulter field service engineer (fse) was dispatched on (B)(4) 2012 and found the pnp (pick and place) fitting was loose. Fse tightened and reinstalled the fitting. Wash assembly was also reassembled but was still leaking. Fse returned on (B)(4) 2012 and replaced the peri-pump tubing. Fse primed the instrument, ran controls and verified repair per established procedures.